Manufacturer narrative:
Clinical investigation: the patient did not require medical intervention. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Therefore, the completion of a clinical investigation is not warranted at this time.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical service on (B)(6) 2026 that they have been receiving the notice filling slowly/notice draining slowly alarm on the liberty cycler. During the call the patient stated that they have been constipated and are taking four medications for it. Additionally, the patient reported that during a recent endoscopy it was discovered that they have a hernia. Upon follow-up conducted on 06/05/2026 the patient¿s peritoneal dialysis registered nurse (pdrn) stated that the patient¿s spouse reported to the clinic on (B)(6) 2026 that the patient underwent an endoscopy on (B)(6) 2026 in which a hiatal hernia was diagnosed. The hernia was not pre-existing prior to the patient¿s initiation of peritoneal dialysis on (B)(6) 2025. The patient did state they might have had a prior hiatal hernia in the past before dialysis but was unsure. There is no surgical repair scheduled. The patient did not experience any symptoms. The patient did not require any changes to their pd prescription. The hernia is not related to any fresenius device(s) or product(s) and/or their dialysis therapy per the physician. The cause of the hernia is unknown. The cause of the patient¿s fill and drain complications was due to the patient¿s position and intermittent constipation. The issue was resolved by repositioning and having a bowel movement. The constipation was resolved, but it¿s a chronic issue due to diagnosis of irritable bowel syndrome (ibs) which is managed by oral medications by gastroenterology. The patient did not require medical intervention. The patient did complete their treatment on (B)(6) 2026, the date of the call to technical support. No additional information was provided.